Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged eye irritation, nose irritation, respiratory tract irritation, asthma. Medical intervention was not specified after receiving further information from the patient, it is determined that the patient also alleged dizziness, headache, nausea, vomiting, copd initial report should have been filed as serious injury only. Section adverse event/ product problem in box b , has been updated/corrected in this report.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged eye irritation, nose irritation, respiratory tract irritation asthma. Medical intervention was not specified. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.